Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the machine automatically powered on and then could not be powered off. It was stated that the issue occurred during the preparation of the ventilator for non-invasive ventilation use. The machine had unintentionally powered on and then could not be turned off. The ventilator was swapped with another working ventilator. The malfunctioning ventilator was sent to the hospital equipment department for repair. In a good faith effort (gfe) response from the authorized service provider (asp) received on 06may2025, it was clarified that the device issue was observed prior to the device being placed into use on a patient, so the device was outside of use when the issue occurred. The asp stated that no issue was observed when the device was evaluated. The device appeared to be operating as expecting after being restarted. It is concluded that the problem could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: shaodong county people's hospital-(B)(6). Phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the machine automatically powered on and then could not be powered off. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. It was stated that the issue occurred during the preparation of the ventilator for non-invasive ventilation use. The machine had unintentionally powered on and then could not be turned off. The ventilator was swapped with another working ventilator. The malfunctioning ventilator was sent to the hospital equipment department for repair. This investigation is ongoing.